Event description:
The customer reported that when they attempted to deploy the device, it was unsuccessful on two attempts. The customer obtained another device that was successfully deployed.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included in this report. The suspect device was not returned for evaluation. The complaint could not be confirmed, and the most likely root cause could not be determined.